Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. This is one of three reports (3007042319-2015-01112, 3007042319-2015-01113 and 3007042319-2015-01114 ) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical staff that a patient was experiencing "jumps" in power source display on the controller. The controller was exchanged with no reported consequences or impact to the patient. The controller was replaced by the facility. No additional information was reported. This is report 3 of 3.

Manufacturer narrative:
The returned battery passed external visual inspection but failed functional testing; the battery did not perform per specification at the bench. The battery was received with a partial ti screen capture. The internal analysis of the battery resulted in confirming the presence of a u2 ic not operating per expectations. The root cause for the battery getting into the state in which it was received could not be determined. The reported event was not confirmed via controller log file analysis as they did not reveal any anomalies involving this battery within the analyzed period. However, the complaint event details could not be replicated at the bench level. As a result, the battery failed to perform as per specification. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. Applicable risk documentation and experience with events of similar circumstances were considered; power switching events are most often attributed to a communication error between the controller and batteries. The most likely root cause of the power switching may be attributed to a communication error between the controller and batteries. There are no known clinical or user related factors that could have contributed to this event. Heartware has opened an internal investigation to evaluate these types of issues. This is one of three reports (3007042319-2015-01112, 3007042319-2015-01113 and 3007042319-2015-01114 ) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.